Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety the scale markings on three syringes were inaccurate or illegible. There was no report of patient impact. The following information was provided by the initial reporter: found syringes with incomplete printing.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes. D9: returned to manufacturer on: 04-apr-2022 h6: investigation summary three samples and one photo of 10ml luer-lock syringes (p/n 301029) were received and evaluated. The samples have minor damage in the flange area of the barrel and gross missing print, only a small patch of skewed scale present on the entire barrel. The conditions observed are non-conforming per product specification. Potential root cause for the missing print defect and barrel damage are associated with the marker process. These defects are most likely caused by incorrect barrel presentation into the pad wheel. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1111293 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety the scale markings on three syringes were inaccurate or illegible. There was no report of patient impact. The following information was provided by the initial reporter: found syringes with incomplete printing.